Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for check in clinic. The atrial lead was found to have noise and high out of range pacing lead impedance. The patient was sent for chest x-ray and it appeared that the lead was crushed under the clavicle. The device was reprogrammed. The lead was explanted and replaced several days later. The patient¿s condition was good prior and post-procedure.

Manufacturer narrative:
Compression was noted at 21.4 cm to 22.8 cm from the connector pin, consistent with clavicle crush damage. Insulation damage was noted at 21.8 ¿ 21.9 cm from the connector pin, consistent with clavicle crush damage. Fracture of the outer coil was noted at the clavicle crush region. This fracture is consistent with the observations from the field of noise and high pacing lead impedance.